Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient required increasing pressor requirements on (B)(6) 2021 post implant on (B)(6) 2021. The patient continued to decline and had a pulesless electrical activity (pea) arrest. It was reported that the lvad was functioning as intended with no alarms and no significatn change to pump parameters. The team achieved return of spontaneous circulation (rosc) and the patient was placed on extracorporeal membrane oxygenation (ECMO) support. No additional information was provided.

Manufacturer narrative:
Section b4: corrected event description. Manufacturer's investigation conclusion: a correlation between the device and the reported events could not be conclusively determined during this evaluation. A cause for these events could also not be determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported that the patient had increasing pressor requirements on 29apr2021. The patient continued to decline and had pulseless electrical activity (pea) arrest. The pump was reported to be functioning as intended with no alarms and there was no significant change to pump parameters. The team achieved return of spontaneous circulation (rosc), and the patient was placed on extracorporeal membrane oxygenation (ECMO) support. The patient was monitored closely in the intensive care unit (ICU) in critical care status; after a long stay, the patient was stable and was transferred to the step down unit with plans to complete education and physical rehabilitation.